Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with implantable cardioverter defibrillator (ICD) shocks and was found in ventricular fibrillation (vfib). Log files were sent for review. The event log file captured low flow alarms with elevated pulsatility index (pi) on 05apr2025 at 03:56. The event log file also captured a few intermittent momentary low flow events with pulsaility index starting 31mar205 to 05apr205. The estimated flow was fluctuating from below 2.5 lpm alarms threshold. The estimated flows were averaging at 2.4 lpm and calculated pi was averaging from 8.2 to 11 during these events. Most of these events were brief and didn¿t generate the alarms (less than 10 seconds to trigger the alarms). There were no unusual rotor faults, or any other abnormal pump faults were seen in the log. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. These seemed to be physiological in nature.

Manufacturer narrative:
G2: report source, corrected. Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. Section 1, also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.